Manufacturer narrative:
The product was returned for investigation. The reported failure mode was confirmed. Review of the device history record of the subject part and lot number disclosed no manufacturing issues that could be related to the reported failure condition. The cutter tip was found to be broken off. The housing window area showed scratches as if there had been interference between the inner cutter and the housing. Most probable root cause(s) for the reported failure mode can be associated, but not limited to: material brittleness, excessive force applied by user, inadequate size selected for the application, and/or inadequate window profile. In sum, the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the surgeon was beginning to shave the inter condylar notch and felt that the shaver was not cutting properly. He removed the shaver and handed it to the tech. When the tech set the shaver on the back table a piece of the cutter fell out onto the table.

Event description:
It was reported that the surgeon was beginning to shave the inter condylar notch and felt that the shaver was not cutting properly. He removed the shaver and handed it to the tech. When the tech set the shaver on the back table, a piece of the cutter fell out onto the table.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.